Event description:
Bleeding was reported through a hemacarotid patch wall and at the suture holes. This continued for over an hour. Additional blood platelets were administered, and this successfully stopped the bleeding. The patch remained implanted.